Manufacturer narrative:
(B)(6). Implanted (B)(6) 2014. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01781, 01783.

Event description:
It is reported that a patient underwent a custom shoulder implant. Approximately 2 years post-implantation, patient is considered for revision due to a subscapularis tear. No revision has been scheduled. No further information is available.